Event description:
Caller stated the pt had two leads implanted on (B)(6) 2025. The caller stated that a lead revision occurred on (B)(6) 2025 (current implant date of current leads), caller did not know the reason for revision. The caller stated that on (B)(6) 2026 two more leads were implanted. The caller stated her records show all 6 leads were implanted and caller stated at least two of the leads were occipital. Agent advised that caller should consult directly with managing doctor as this info/configuration didn't make sense.

Manufacturer narrative:
Continuation of d10: product ID 977a190, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead product ID 977a290, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a190, serial/lot #: (B)(6), ubd: 19-jan-2028, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(6), ubd: 06-mar-2029, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.